Event description:
Customer noted a blood glucose result of 175 mg/dl at 10:26 pm prior to going to bed. The device recommended a bolus of 0.6 units of insulin and she manually adjust it to 0.3 units as she felt the advice was too high. She also reported she had increased physical activity during the day and had been disconnected from the pump while swimming. About 8 am the next day, she had symptoms of hypoglycemia and was given food and beverage carbohydrates per a family member, which she consumed and reported she "felt better". The alleged product was requested for evaluation, and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.